Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported the lesion was in the proximal right coronary artery (rca), which shows total occlusion with a small amount of thrombus that was aspirated. A bmw guide wire was used to cross the lesion, and the decision was made to implant a 3.5 x 18 mm xience v, which was deployed successfully with a very good result. Post dilatation was performed with a 3.5 x 11 mm non-abbott stent delivery system balloon. No (B)(4) was used during the procedure. The result was excellent with timi-3 flow, no dissection or residual stenosis. After two hours the doctor was informed about patient pain and uneasiness and a check by angiography was performed which confirmed acute thrombosis, which required treatment with the placement of an additional 3.5 x 23 mm xience v. The final result was good and patient is doing well. No additional information was provided.